Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a same size and power, different model lens due to glare/halos. The problem was resolved. The cause of the event is reported as device; the reporter states, "severe halos due to aquaport..."